Manufacturer narrative:
Philips received a complaint on the mx40 2.4 ghz smart hopping indicating that the device did not generate an audible or visual alarm for ventricular tachycardia on (B)(6) 2023.the patient went into asystole, resuscitation was unsuccessful and patient expired. The field service engineer (fse) went onsite and checked the system in ward l3 with the telemetry mx40 by means of simulator and checked various ECG patterns. The fse found that the telemetry transmitter and the system worked perfectly according to manufacturer specifications and could continue to be operated. The fse collected the logs for review. The clinical application specialist (cas) reviewed the logs and determined that there were some p-waves present in the rhythm strips which were of a higher amplitude and met the minimum detection threshold for a valid beat. Two ventricular tachycardia alarms were generated approximately 15 minutes prior to the asystole alarm, which were silenced by the user. It was also indicated speakers were all functional at the piic. The product was working as configured and per specification. Based on the information available and the testing conducted, the device was working per specification and no failure was identified.. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 patient wearable monitor did not generate an audible or visual alarm for ventricular tachycardia on (B)(6) 2023. The device was in use monitoring a patient at the time of the reported event. The patient went into asystole and passed away.